Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a low flow adjustment secondary to severe right ventricular failure, complete left ventricular obliteration, with position changes. The pump speed dropped to 4800 and the patient was symptomatically tolerating but had intermittent low flow alarms (flows to 2.2-2.5 lpm) asymptomatically. There were no issues with the pump and obstructions were ruled out. Low flow software was adjusted on (B)(6) 2023 on primary and secondary system controllers without any issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of low flow alarms was confirmed based on an onsite evaluation performed by an abbott representative. According to the account, the low flow alarms were related to right ventricular failure (rvf), as well as complete left ventricular (lv) obliteration with position changes. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 pocket guide to alarms for clinicians, and the heartmate 3 pocket guide to alarms for patients and caregivers, explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.